Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The following day, the patient was treated with unspecified antibiotics for peritonitis. Four days after admission to the hospital, the patient was discharged. At the time of this event, the patient was recovering from the peritonitis event and treatment with unknown oral antibiotics was ongoing at home. Pd therapy was ongoing. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot number(s) h14c30047 and h14d09056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.